Event description:
Additional information - it was reported that on (B)(6) 2020 there was another episode of undersensing small amplitude r-waves. Programming changes were discussed but did not occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed the implantable cardiac monitor was undersensing, and as a result was inappropriately storing pause episodes. There were no reported patient symptoms.